Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the insulin pump had scratches on the screen making it hard to read the screen. The customer¿s blood glucose level was unknown. The customer also reported that insulin pump rejected new batteries and had diminished battery life. The device will not be returned for analysis.